Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: seven photos and two videos were provided; pictures one to five show tissue. Bleeding is observed and suture can be seen being applied. Two b formed staples can be seen on the tissue. Picture six shows a jaws clamped over tissue. Some b formed staples can be seen on the tissue and bleeding is observed on the photo. Picture seven shows tissue with staples on it. The staples can be seen with the proper formed and bleeding is observed. Both videos show tissue. Bleeding is observed along the videos. Based on the bleeding observed on the photos and videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: did a reoperation occur with only one of the patients? Yes, only in one of the patients. How was the bleeding addressed during the reoperation? The cutting line was reinforced with clip and with manual suture. Was a blood transfusion required? It was not necessary. What color cartridges were used throughout the sleeve? They were used green (gst60g) and blue (gst60b) in that order. Was buttressing material used? Yes, clip and suture manual. Was the only bleeding at site where gst60b was used? It was not in every line. What stapler was used? Echelon powered gst (psee60a). If powered device was used, does the surgeon pulse fire or use one continuous firing stroke? Dr. Perform a continuous shot. What is the current patient status? The patient is in perfect condition. Additional information received: the surgeon uses all gst staplers and cartridges. For his sleeves he typically uses 4 blue and 3 green cartridges, and the hemostasis issues occur with both colors. He has been a long time gst user (since launch) and has recently noticed hemostasis issues with 3 patients in a row. Prior to gst he used ecr. The surgeon does wait 15 seconds prior to firing but it is believed he does not pulse fire.

Event description:
It was reported that during a gastric sleeve procedure, there was excessive bleeding of the staple line, independent of the color of the reload. One of the patients had to be re-operated today due to bleeding. The surgeon has experience in our products, he knows the characteristics of our gst system, and waits for the respective 15 seconds. Due to the bleeding, the surgeon had to reinforce the staple line with clips and manual suture.